Event description:
Non-physiologic oversensing on atrial channel. Noise artifact on can to rvcol vector. Lia triggered due to hrns and elevated sic. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).